Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 that while using the new flex clip reducers, the inserter became stuck in the flex clip. This happened with five (5) different pairs of new instruments. The reducers were able to be removed from the screw head/top notch but were extremely hard to disengage from one another. The procedure was successfully completed. Concomitant device: unknown screws (part# unknown, lot# unknown, quantity unknown). This report is for one (1) expedium spine system clip-on red. Driver w/dovetail 5.5mm. This is report 9 of 10 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: a review of the receiving inspection (ri) for approximator fc sleeve was conducted identifying that lot number nw238045 was released in a single batch on august 27, 2019 and september 24, 2019 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. H3, h6: a product investigation was completed: the instrument was received, and there is slight damage noted on the threads that may contribute to the complaint description. The stripped/worn condition of the tips is consistent as an end of life indicator for the device. A functional test was performed with the returned approximator flex-clip. And the instrument had issues assembling and disassembling without the use of force and would stick. Therefore, the complaint condition could be replicated and is confirmed. It is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.